Event description:
The customer reported erroneously erratic sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) for several patients involving the au400 clinical chemistry analyzer. This report is two of two referencing the event dated noted. The customer stated the patients' samples were grossly hemolyzed during the analysis. Beckman coulter advised the customer that it is recommended (per the instructions for use) that serum specimens be free of hemolysis. The customer reanalyzed the samples and recovered higher results, within the normal reference range. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Quality control (qc) was within the acceptable range at the time of the event. The customer bleached and cleaned the sample pot and was able to complete potassium and sodium calibrations. The customer noticed the mix paddle slipped off intermittently and replaced the mix paddle. Following replacing the mix paddle, no further evidence of erratic ion-selective electrode (ise) results were observed. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the mix paddle. The mix paddle is connected with a teflon sleeve that can wear over time and loosen. (B)(6). This medwatch report is related to MDR 9612296-2014-00091.